Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. This is a combined initial/final repot.

Event description:
The explanted device was received for investigation.